Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise over-sensing that interrupted ventricular pacing. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.